Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2012, and a revision procedure on (B)(6) 2012, due to patient allegations of pain and tissue and bone destruction. A review of invoice history confirmed the initial surgery date. An invoice could not be located to confirm the revision surgery date or which components were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or (associated) deviation. The following sections could not be completed as unclear which part was implanted. Category number - 16-104154, lot number - 654220, expiration date - october 31, 2021, manufacture date ¿ october 5, 2011. Or the part/lot information could be: category number - 16-104160, lot number - 146620, expiration date - november 20, 2021, manufacture date ¿ november 23, 2011. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-02796 / 02798).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity" and "wear and/or deformation of articulating surfaces."

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2012, and a revision procedure on (B)(6) 2012, due to patient allegations of pain and tissue and bone destruction. A review of invoice history confirmed the initial surgery date. An invoice could not be located to confirm the revision surgery date or which components were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2012 due to deformity of the acetabular shell and failure of ingrowth. Operative report noted the presence of synovial fluid, loose stem, fibrous tissue, chronic synovitis and a nondisplaced pelvic discontinuity with a t-type pattern. All components were removed and replaced with a competitor's components.